Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that, the patient experienced tape not sticking event on 11-jun-2024. The blood glucose level of the patient was 490 mg/dl. No further information available.

Manufacturer narrative:
E1: patient city: (B)(4). Patient country: (B)(4).